Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas, with a blood glucose of 308 mg/dl, and a supply change was recommended; after the supply change, blood glucose decreased to 250 mg/dl, and the user believed the insulin had degraded though supplies appeared normal. Investigation of this case revealed that the device operated as designed and that the event was attributable to user-reported suspected insulin degradation without evidence of device malfunction. No symptoms associated with elevated blood glucose. Outcomes included no reported injury, and no medical intervention. It was concluded that no device failure was identified and that the event was consistent with hyperglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.